Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer's insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.